Event description:
Customer reported via phone call to have accidentally filled cannula without disconnecting from the tubing. Customer felt weird and states blood glucose went from 200 mg/dl to 101 mg/dl. Customer drove herself to the hospital while agent was still on the phone. Customer sat in the hospital waiting room until blood glucose elevated to 107 mg/dl. Customer states that settings would be adjusted with diabetic care manager.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.